Manufacturer narrative:
Retainer : black customer returned pump for an alleged pump error 43 alarm/keypad unresponsive/button error alarm found on (B)(6) 2021. Pump was received with pump error 38 alarm during rewinding. Unable to verify pump error 43/stuck button error alarm or perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 38 alarm. All the buttons functioned properly. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (7) pump error 43 alarms in the event date of dec 23, 2021 at 17:12, 17:17, 17:18, 17:19, 23:16 and 23:19. Pump was cut open to perform visual inspection and found moisture damage on motor home switch. No moisture damage found on the electronic assembly, keypad assembly or force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. The force sensor measurement was within spec range (22.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. Pump error 43/stuck button error alarm was unable to confirmed. Keypad unresponsive not confirmed. Pump error 38 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump had insulin pump error. Troubleshooting was performed. Customer was not able to clear the alarm. Customer also reported insulin pump had keypad anomaly. Customer stated that numbers were ramping on their own and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.